Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family member and the patient regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported for 2 weeks following the implant the device worked perfectly and for the first time in years the patient did not have to use catheters and was able to urinate on her own. Caller states then all of a sudden it just stopped working and the patient was not emptying her bladder and had to start using catheters again. Caller states they called the manufacturer¿s rep and talked with him and he did some troubleshooting and said the device seemed to be working fine but then brought up the option to possibly try a new program. Caller states that is why he is calling today. The programmer showed stim was on program 1 at 5.0 v, caller was walked through changing to p2-3.0v where stim was felt in the correct area. Patient will monitor symptoms now that change was made and will follow up with the healthcare professional if doesn't resolve. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The caller said the patient had great relief for the first 2 weeks since implanted, but since then they had not had more than 3-4 days of consistent therapy. They stated they initially increased stimulation to continue to get therapy until it was too high and it was uncomfortable. They decreased to make it more comfortable. The caller stated that since the first few weeks they were not urinating as much and they were having to catheter more and more. It was noted they had tried all the programs and they would typically work for 3-4 days and then it would stop helping the patient's symptoms. They were redirected to their healthcare provider to discuss programming. No further complications were reported or anticipated.